Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The device history record was reviewed for compliance and no issues were observed. Product was manufactured, tested, and released in compliance with our procedures. Doctor stated that the patient had progressed and was confident in their recovery.

Event description:
Iop of 2 at 4-6 weeks with choroidals.